Manufacturer narrative:
Batch review performed on (B)(6) 2019. Lot 174558: 128 items manufactured and released on 12 october 2017 expiration date: 2022-10-03. No anomalies found related to the problem. To date, 124 items of the same lot have been already sold without any similar reported event. Additional implant involved in the event: gmk-sphere 02.12.0314fr tibial insert fixed sphere flex size 3/14 mm r (k121416) lot. 144278. Batch review performed on (B)(6) 2019. Lot 144278: 30 items manufactured and released on 26 september 2014 expiration date: 31/08/2019. No anomalies found related to the problem. To date,18 items of the same lot have been already sold without any.

Event description:
The patient came in complaining of instability due to laxity 1 year and 4 months after primary. The patient was unstable due to some laxity in the lateral compartment. The surgeon performed a varus recut in attempt to balance out the knee and added augments to a revision tray for more stability. He also added a short stem with a 3mm offset for added tibial stability without hitting the lateral cortices. The surgeon revised the medacta gmk tibial tray cemented right s3 with a medacta revision tibial tray right s3 and revised the medacta sphere insert flex right 14mm s3 with a medacta sphere insert flex right 14mm s3.